Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for reamed through the femoral cortex : intraoperative periprosthetic fracture - femoral, event is serious and is considered mild, event is definitely not related to both device and is definitely related to procedure. Date of implantation: (B)(6) 2020, date of event (onset): (B)(6) 2020, (left hip). Treatment: no orif or cerclage cables; ambulatory restrictions only - touch down weight bearing.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.